Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the issue was resolved and the caller successfully started their sensor session.